Manufacturer narrative:
(B)(4). The reported lot number is invalid. Lot number is unknown. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis event was reported to be a hole in the patient line of the cassette. The patient received intraperitoneal vancomycin as treatment for the peritonitis event (dose, route and frequency not reported). The patient recovered from the peritonitis event, and dianeal therapies were ongoing. No additional information is available.